Manufacturer narrative:
The subject device was not returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the instrument channel, the air/water channel and the distal end of the subject device. The testing result cleared the german guideline. The subject device is under evaluation at olympus europe se & co. Kg (oekg) currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. However omsc reviewed the report of the service department of olympus europe se & co. Kg (oekg) that it was found new reportable event, "there was the foreign object under and gap part of the forceps elevator of the subject device" omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of the service department of oekg, omsc surmised there was the possibility these phenomena were attributed to following causes for each; -the positive result of microbiological testing. 1. The reprocessing process might be different between the user and oekg. 2. It might be occurred the contamination at microbiological sampling by the user. - there was the foreign object under and gap part of the forceps elevator. Reprocessing conducted by the user was different from the method recommended in instructions for safe use (IFU). If additional information becomes available, this report will be supplemented.